Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use inflator ruptured. After drawing contrast agent into the eagle inflator and connecting it to the x force catheter, user manually pushed the plunger. When the pressure gauge displayed 7 to 8 atm, there was a loud sound of rupture, and contrast agent sprayed out from the area near, vicinity of, the black plastic directly below the manometer. Contrast agent splashed onto face. The contrast agent only got on face and didn't cause serious harm. There were no health hazards or allowances for the practitioners.